Event description:
Additional information received reported the catheter issue was identified during surgery to replace the baclofen pump and was replaced during surgery. Further information was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information reported the patient was doing well.

Event description:
It was reported there was a break in the catheter located at the pump connector. More specifically, there was a ¿tear in the suture crease of the pump connector.¿ the damaged connector was replaced with a new 8596sc connector. The patient¿s daily dose was decreased. No diagnostic testing or troubleshooting was performed. The damaged connector was not returned. The pump was used to deliver gablofen. There were no patient symptoms reported. The patient¿s status at the time of this event was reported as ¿alive ¿ no injury.¿ the patient¿s outcome and how the catheter damage was determined remain unknown. Follow-up was performed to obtain this information. If this information is received, a supplemental report will be submitted.